Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected pump error alarms noted during testing however, pump error alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. The customer's blood glucose was 167 mg/dl. The self test was performed and it was passed. The insulin pump will be returned for analysis.